Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("underwent an hsg test, such test indicating that the end of the right micro-insert failed to connect or meet with the right cornua/the implantation failed to achieve full occlusion") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), weight fluctuation ("weight gain and weight loss"), fatigue ("fatigue"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (procedure to effectuate removal of her essure devices, including bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, weight fluctuation, fatigue, migraine and procedural pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, procedural pain and weight fluctuation to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. Diagnostic results: on (B)(6) 2016, the plaintiff underwent an hsg test indicating that the end of the right micro-insert failed to connect or meet with the right cornua. The implantation failed to achieve full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the implantation failed to achieve full occlusion, migration of essure device location of device: both coils migrated/ malposition of essure device: right coil") in a 26-year-old female patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nexplanon from 2013 to 2016 and mirena from 2010 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gas and bloating") and abdominal distension ("gas and bloating"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain ("pain, poking sensation in the uterus"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2016, the patient experienced micturition urgency ("bladder or urinary problems or changes increased need to urinate"). On an unknown date, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("back pain"), weight fluctuation ("weight gain and weight loss"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (procedure to effectuate removal of her essure devices, including bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, weight fluctuation, fatigue, migraine, procedural pain, depression, anxiety, allergy to metals, weight decreased, flatulence, abdominal distension, micturition urgency and uterine pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flatulence, menorrhagia, micturition urgency, migraine, procedural pain, uterine pain, weight decreased and weight fluctuation to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. There was a failure to occlude (close) fallopian tube(s). Have you had your essure (or any part of the device) removed: no. Diagnostic results: on (B)(6) 2016, the plaintiff underwent an hsg test indicating that the end of the right micro-insert failed to connect or meet with the right cornua. Findings are concerning for an expelled right mircroinsert. The implantation failed to achieve full occlusion of fallopian tubes. Current weight 120 lbs. Approximate weight at the time of essure placement 115 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the implantation failed to achieve full occlusion, migration of essure device location of device: both coils migrated/ malposition of essure device: right coil") in a 26-year-old female patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nexplanon from 2013 to 2016 and mirena from 2010 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gas and bloating") and abdominal distension ("gas and bloating"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain ("pain, poking sensation in the uterus"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2016, the patient experienced micturition urgency ("bladder or urinary problems or changes increased need to urinate"). On an unknown date, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("back pain"), weight fluctuation ("weight gain and weight loss"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (procedure to effectuate removal of her essure devices, including bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, weight fluctuation, fatigue, migraine, procedural pain, depression, anxiety, allergy to metals, weight decreased, flatulence, abdominal distension, micturition urgency and uterine pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flatulence, menorrhagia, micturition urgency, migraine, procedural pain, uterine pain, weight decreased and weight fluctuation to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. There was a failure to occlude (close) fallopian tube(s).have you had your essure (or any part of the device) removed: no diagnostic results: on (B)(6) 2016, the plaintiff underwent an hsg test indicating that the end of the right micro-insert failed to connect or meet with the right cornua. Findings are concerning for an expelled right mircroinsert. The implantation failed to achieve full occlusion of fallopian tubes. Current weight 120 lbs. Approximate weight at the time of essure placement 115 lbs . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Plaintiff¿s demographic details and historical drug added. Essure indication and lot number added. New events depression, anxiety, nickel allergy, weight decreased, gas and bloating, increased need to urinate, poking sensation in the uterus were added. Event, underwent an hsg test, such test indicating that the end of the right micro-insert failed to connect or meet with the right cornua updated to the implantation failed to achieve full occlusion, migration of essure device location of device: both coils migrated/ malposition of essure device location of device: right coil with pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the implantation failed to achieve full occlusion, migration of essure device location of device: both coils migrated/ malposition of essure device: right coil") in a 26-year-old female patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nexplanon from 2013 to 2016 and mirena from 2010 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gas and bloating") and abdominal distension ("gas and bloating"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain ("pain, poking sensation in the uterus"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2016, the patient experienced micturition urgency ("bladder or urinary problems or changes increased need to urinate"). On an unknown date, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("back pain"), weight fluctuation ("weight gain and weight loss"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (procedure to effectuate removal of her essure devices, including bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, weight fluctuation, fatigue, migraine, procedural pain, depression, anxiety, allergy to metals, weight decreased, flatulence, abdominal distension, micturition urgency and uterine pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flatulence, menorrhagia, micturition urgency, migraine, procedural pain, uterine pain, weight decreased and weight fluctuation to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. There was a failure to occlude (close) fallopian tube(s).have you had your essure (or any part of the device) removed: no . Diagnostic results: on (B)(6) 2016, the plaintiff underwent an hsg test indicating that the end of the right micro-insert failed to connect or meet with the right cornua. Findings are concerning for an expelled right mircroinsert. The implantation failed to achieve full occlusion of fallopian tubes. Current weight 120 lbs. Approximate weight at the time of essure placement 115 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.